Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing, the top slide could not be locked into the primed position. Upon disassembly, it was noted that the right bumper was bent by the spring. Based on the finding that the top slide could not lock into the primed position, the investigation is confirmed for the reported failure to prime. The investigation is inconclusive for the reported failure to prime of the stylet and self-activation as functional evaluation could not be completed due to the identified failure to prime of the cannula. The identified bent bumper likely contributed to incomplete cannula tang engagement as well as the identified and reported issues. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy, the cannula and stylet allegedly failed to prime. Additionally, it was reported that the cannula self-activated. The procedure was completed with another device. There was no reported patient involvement.